Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 2 different length screws used in this procedure, it is unknown which length the screws were that backed out. Therefore filing MDR for both parts, see report #1032347-2010-00001 also.

Event description:
It was reported 5 screws and a plate were implanted in 2009. The patient was undergoing radiation therapy, the skin got thin, and the plates and screws broke through the skin. It was found that 3 of the screws were loose, as they were no longer locked into the plate. The plate and screws were removed three months later.